Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced hypoglycemia. Customer's blood glucose level was 2.7 mmol/l. Customer declined troubleshooting for the low blood glucose. Customer also got a message to change the battery in the insulin pump. While changing the battery, they lost the battery cap. Customer was currently using an aluminum foil and some duct tapes to hold the battery in place. Insulin pump will not be returned for analysis.